Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Further, it was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a primary right total hip replacement on (B)(6) 2009. Patient did well. During a recent follow up, with a new surgeon, patient complained of pain. She was worked up. Components looked well fixed. Patient did have an elevated cobalt chrome level of 8. Patient was scheduled for a revision. At time of revision the components were well fixed, the stem and cup were retained. The trunnion had modest evidence of wear, but was in good condition. The cup liner was replaced with an mdm liner and a new titanium sleeve was placed on the stem. A new head was impacted. The construct was stable through the full range of motion. The operation was completed successfully. The patient will continue to be monitored.

Manufacturer narrative:
An event regarding pain and abnormal ion levels involving a lfit v40 cocr head that was mated with an accolade stem reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were returned for review. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the subject device has been identified to be within scope of an nc and a CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient had a primary right total hip replacement on (B)(6) 2009. Patient did well. During a recent follow up, with a new surgeon, patient complained of pain. She was worked up. Components looked well fixed. Patient did have an elevated cobalt chrome level of 8. Patient was scheduled for a revision. At time of revision the components were well fixed, the stem and cup were retained. The trunion had modest evidence of wear, but was in good condition. The cup liner was replaced with an mdm liner and a new titanium sleeve was placed on the stem. A new head was impacted. The construct was stable through the full range of motion. The operation was completed successfully. The patient will continue to be monitored.